Event description:
The pt received 2 scs leads with the same lot number. It was reported, during the pt's routine reprogramming session, effective left low back stimulation could not be obtained. X-rays identified the left scs lead had migrated. Subsequently, the lead was explanted and replaced with a model 3186 scs lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.